Manufacturer narrative:
We have not received the complaint device for investigation. Hence, we could not conclusively determine the exact nature of the reported malfunction. A batch record review of the affected lot could not be performed at this time since the lot number was not provided. There was no harm to the patient because of this incident.

Event description:
During carotid endarterectomy (cea) procedure, the surgeon was unable to inflate the balloons of the pruitt f3 carotid shunt and the balloons did not hold the pressure. So, he used a different shunt for the procedure. The customer discarded the box. So, the lot number is unknown. The exact date of the incident is also unknown.